Event description:
It was reported to philips that the functional check failed. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to nibp calibration. Upon conclusion of the evaluation, it was determined that this was a malfunction of the nibp calibration. The device was calibrated and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the functional check failed. There was no patient involvement.